Event description:
Patient's father contacted dexcom technical support on (B)(4) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(4) 2015. No injuries or medical intervention were reported. Patient did not calibrate according to user guide recommendations.

Manufacturer narrative:
(B)(4).